Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported observing the battery icon on the display screen of their freestyle blood glucose monitoring system. Additionally, the customer also noted an error 3. There was no report of death, serious injury or mistreatment associated with this event.